Event description:
This spontaneous event was received by phone on (B)(6) 2013. Caller reported that newsprint is being transferred to the product on her nails when she reads the morning newspaper and she wants to know how to remove it. Caller reports she has been using the product for one week and the finger nails are covered in a black film/silt in the morning that can be scraped off. The caller said she called on (B)(6) 2013 and had to leave a message. The caller was given the correct medical line phone number and a specialists was asked to return the call. Caller reports that she started using the product a week ago. She applied it before she went to bed and when she woke up the morning the product was still "gummy." She then read the newspaper and the ink from the newspaper stuck to the product and colored her nails black at the edges and around the cuticles. She tried washing it off with soap and water and was unable to get it off. She ended up scraping it off and reports that it does come off; if she runs her fingernail down the edges of her nail it peels off into hard balls. She reports that the brush from the product even got some black on it from reapplying and she now has a black chunk in the product. She wants to know if she can get a new product replacement. She has tried all week long and every morning the same thing is happening. She does report that the product does seem to eventually dry as the day goes on. It was explained to the caller that the product is expected to dry rapidly. I was recommended that she stop using the product and contact customer service about trying a new replacement product. She was told to call back with any other questions or concerns.

Manufacturer narrative:
The information contained in this report is based on self-reported statements provided to the manufacturer during a telephone interview. These self-reported descriptions of an incident have not been independently verified to be factually correct or complete descriptions of the incident. For that reason, information contained in this report does not and can not form the basis for a determination of whether the report clinical effects are causally related or associated with an exposure to the product identified in the telephone interview. The information provided in this report has not been medically verified via confirmation with the patient's physicians or by the provision of patient medical records. When considering the body of regulatory data and post-marketing data as well as the wright of scientific peer reviewed evidence on topically applied hyaluronate containing product such a causal relationship between the use of this type of device and the development of the adverse effects reported in this case cannot be definitively established. When evaluating a patient for a potential hypersensitivity (allergic) reaction, a clinical practitioner must consider several potential environmental etiologies as well as any goods, beverages, medications, or dietary supplements the patient had been taking just prior to the onset of symptoms. Definitive causality cannot be applied to any one compound or agent without verification.